Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vtich13.2, -10.00/2.0/135 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's left eye (os) on (B)(6) 2020. Significant reduction of irido-corneal angels and excessive vault were observed, the lens was removed on (B)(6) 2020. A shorter lenght lens was implanted on (B)(6) 2020. This resolved the problem. Cause of the event is reported as patient related factor.